Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Evidence of 3rd party parts and service was found. The reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was non-manufacturer repairs to the unit using non-manufacturer components.